Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
One used 8.00mm sample was returned for evaluation. Visual inspection with the naked eye found the inflation line to be completely detached from the tracheal tube. Inflation line channel insertion depth marks were measured and found to be within specification. The tip of the inflation line had remaining solvent marks around the inflation line perimeter which suggests that the inflation line had been bonded to the tracheal tube before its disconnection. An action plan for similar events was implemented previously to address the root cause of the failure mode involving "line detachment" that involved repair of the thf fixtures, preventative maintenance schedule for the thf dispenser created, and a visual aid provided to instruct how to insert the inflation line and verify the dispenser for proper orientation and condition of the tooling. The lot of this product was not provided; therefore it is unknown if the involved product was manufactured pre or post implementation of corrective actions.

Event description:
A report was received stating that the listed tracheal tube was checked for leaks prior to patient use, and no leaks were detected. After 14 days of use, the ventilator alarmed for leaking and upon inspection the inflation line was found to be cut at the middle line. No adverse effects to the patient were reported.